Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after feeling premature ventricular contractions. Loss of capture and lead dislodgement was observed. The patient was admitted to the hospital and programming changes were made. The lead was later explanted and replaced.